Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch sf bi-directional navigation catheter and an issue of coagulum on the catheter tip occurred. The product evaluation has been completed. The device was visually inspected and a coagulum was observed on the tip, then, during the second visual inspection, the coagulum was not observed, this could be related to the decontamination process. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the coagulum observed could be related to the procedure. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30058224l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and an issue of coagulum on the catheter tip occurred. There were no patient consequences and the event of coagulum on the catheter tip is considered an MDR reportable malfunction. At the end of the procedure, when the thermocool® smart touch® sf bi-directional navigation was removed from the patient¿s body, a significant amount of coagulum was attached to the catheter tip. There were no patient consequences. The patient has not exhibited any neurological signs or symptoms since the procedure. The generator was set on temperature control mode. Generator parameters included power cut-off at 50 watts and temperature cut-off at 45 degrees celsius. Generator settings included power at 30 watts, temperature in the mid-30s, and impedance at approximately 105 ohms. There were no significant increases in impedance or decreases in radiofrequency, despite the coagulum on the catheter tip. Irrigation appeared adequate (unspecified) prior to use on the patient. Patient received anticoagulant (heparinized saline) during the procedure. System did not present any error messages. Physician did not report product problems. There were no catheter issues related to temperature or flow. Additionally, the bwi failure analysis lab (fal) received the device for evaluation on 8/27/2018. Initial visual analysis identified coagulum on distal tip of the catheter. This fal finding is also an MDR reportable malfunction.